Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tw1.25l, (tool hex driver 1.25mm long) for evaluation. Images are attached. Visual evaluation was performed. The drivers were fractured and the tw1.25l tip was twisted/bent. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tw1.25l dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused (excessive torque application). Therefore, based on the available information, a device malfunction did occur. The reported tip fracture was not identified during inspection, however, the driver's tip was damaged. Malfunction was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products hxl1.25, tool hex sst 1.25mm 22mm, lot unknown and tw1.25, torque wrch hex drvr 1.25 mmd for tw20 & tw30 adv lot unknown. Therapy date unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that the tip of the 3 drivers fractured. Procedure completed.